Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue was identified upon start-up, outside of clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting and stalling at 00:00. Review of the system log file showed that a frame grabber card initialization error in the flexvision pc resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to the philips that the device was not starting, stalling at 00:00. No harm to the patient or user was reported. Philips has started an investigation of this complaint.